Manufacturer narrative:
This explanted partial lead was returned for analysis. The lead was returned severed at 195 millimeters (mm) from the terminal pin, only the proximal segment was returned. Visual inspection noted set screw marks on the is-1 terminal pin, the is-1 ring, the distal high voltage (hv) terminal pin and the proximal hv terminal pin. A cut in the insulation was also observed at 40 mm from the is-1 terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during a routine device check, the patient presented in atrial fibrillation. A non-invasive programmed stimulation (nips) test was performed. Ventricular fibrillation (vf) was induced and an 11 joule (j) shock was delivered successfully with normal impedance measurements following. The patient was then converted but remained in atrial fibrillation. An attempt to deliver a 31 joule (j) shock was unsuccessful, at which time a "pop" was heard and an error code displayed. Low shock impedance measurements of less than 20 ohms were then observed on the right ventricular (rv) lead. The field representative called boston scientific technical services (ts) to discuss and it was recommended not to continue use of the device or lead because of a suspected shorted lead issue. The device was explanted and the right ventricular (rv) lead was partially removed. There were no adverse patient effects reported.